Manufacturer narrative:
Device is combination product. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, restenosis, thrombosis, myocardial infarction and death occurred. The patient presented with a myocardial infarction. The 90% stenosed lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with an unknown balloon. A 3.0x12mm taxus liberte' stent was deployed in the lesion. The lesion was post-dilated with an unknown device. No patient complications were reported. The patient was placed on 100mg/day aspirin and 75mg/day clopidogrel. Eight months later the patient presented with in-stent restenosis. The proximal portion of the stent was 90% occluded from the proximal lad into the left main artery. A non bsc stent was implanted, but did not fully cover the taxus liberte' stent. No further patient complications were reported. Six months later the patient complained of a "bad condition" and was in heart failure due to a myocardial infarction. A percutaneous coronary intervention was scheduled for when the patient condition improved. The patient was noted to have continuing ventricular tachycardia and ventricular fibrillation. Nine days later a percutaneous coronary intervention was performed and a thrombotic occlusion was found in the non bsc stent in the proximal lad. The lesion was predilated and thrombectomy catheter was used to remove the thrombus. A promus stent was implanted in the lesion. An intra-aortic balloon pump was inserted and blood flow was restored. A few days later, the patient presented with worsening ventricular tachycardia and ventricular fibrillation and the patient subsequently expired. When the patient expired they were taking 100mg/day aspirin, 75mg/day clopidogrel and 2.5mg/day crestol.